Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic presented via (B)(6) and post paced t-wave oversensing was observed. Noise was also noted. Reprogramming was recommended and device remains implanted.